Event description:
Patient presented to the physician with neuropraxia of the tongue. Patient requested to go to speech therapist and complete prior to activating and beginning inspire therapy. Physician agreed with plan.